Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula reportedly came off the infusion site (leg). It was also reported that the pod was leaking and the adhesive was difficult to remove. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula. The cause of the reported cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls. During fluid path testing, fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. The pod was received with the adhesive pad secured to the bottom housing of the pod and the adhesive welds were observed to be intact. There were no damages or deficiencies observed with the pod that would contribute to a difficult removal. The cause of the reported difficult adhesive removal event.